Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products; associated MDR's #1225714-2014-03366 and 1225714-2014-03367.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2008 date after the use of the product.